Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 468 mg/dl. The customer refused troubleshooting for high blood glucose. The customer was treated with insulin pump for high blood glucose level. Customer did not report symptoms related to high blood glucose. Customer stated that there were no o rings on the reservoir. The insulin pump will not be returned for analysis.